Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 29 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Product will not be returned device for analysis. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification . And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08795 inches.